Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters/boils under the lifevest equipment. The patient described the area as fluid filled blisters/ boils. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed mupirocin, an antibiotic cream for blisters/boils. Follow up indicated that the blisters/boils improved.